Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem wask determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.

Event description:
During a routine weekly equipment check, the customer reported that the unit failed to turn on.